Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to verify a13/e13 alarms due to full segment display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer' father reported via phone call that he insulin pump received a watchdog timeout. The blood glucose level was 230 mg/dl. Customer stated that the alarm did not clear. The customer was advised to remove the battery for five minutes, then reinsert it and customer stated display did not return. The product will return for the analysis.